Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the ¿temp¿ error appeared on the rotaflow console during treatment. The flow could not be displayed and the pump was not stopped. After restarting the device the alarm disappeared and the flow was displayed normally. The device was exchanged with the spare device. No harm to any person has been reported. Due to the reported exchange a report is required. According to ssu (sales and service unit) dated 2024-09-05 the reported failure did not occur again and could therefore not be confirmed. No service will be performed. No parts have been replaced. Based on these investigation results the reported failure "temp error" could not be confirmed. However, the failure mode "temp error" can be linked to the following most possible root causes according to the rotaflow risk management file. Over temperature condition in the device, e.g.: 1. Heat accumulation 2. Device used out of specification 3. Charging of battery the review of the non-conformities was performed on 2024-08-20 and during the period of 2015-09-04 to 2024-08-14 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2015-09-04. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.2 position of use and operation, and positioning make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china. It was reported that the ¿temp¿ error appeared on the rotaflow console during treatment. The flow could not be displayed and the pump was not stopped. After restarting the device the alarm disappeared and the flow was displayed normally. The device was exchanged with the spare device. No harm to any person has been reported. Due to the reported exchange a report is required. Complaint ID: (B)(4).